Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd fluid. The cause of peritonitis was unknown. The patient experienced turbid drained fluid three days after the event onset. It was reported that the patient was not hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once in every 4 days, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.